Event description:
I used (B)(6) brand tampons for the first time instead of (B)(6) and (B)(6) tampons and experienced path, intensified cramping, itching, and vaginal swelling. The packaging of the (B)(6) tampons clearly states "compare to (B)(6)) on the front of the box, but the main ingredient is actually different: rayon not cotton. The disclaimer on the package states: "the product is not manufactured by (B)(4)., owner of the registered trademark (B)(6))." And says nothing about the different ratio of ingredients.